Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the image sensor unit was damaged (disconnection, etc.), or the mounted parts (ic chip, capacitor, etc.) On the electric board malfunctioned due to use stress, external factors, or handling however, a definitive root cause could not be determined. The event can be detected/prevented by handling the device in accordance with the following section of the instructions for use: "chapter 3 preparation and inspection 3.8 checking the function in combination with related equipment" [inspection of endoscopic images]. Check that normal light observation and nbi observation images (excluding bf-mp290f) are projected properly. 1. Observe the palm, etc. With normal light observation images and nbi observation images (excluding bf-mp290f). 2. Confirm that the illumination light is emitted. 3. Adjust the amount of light to obtain a suitable brightness. 4. Check that there are no abnormalities such as noise, blur, or cloudiness in normal light observation images and nbi observation images (excluding bf-mp290f). 5. Operate the ud angle lever of the endoscope to bend the curved part. 6. Operate the endoscope's insertion tube rotation ring to rotate the insertion tube. 7. Confirm that normal light observation images and nbi observation images (excluding bf-mp290f) do not disappear for a moment. 8. Align the up index on the insertion tube rotating ring with the up index on the control unit. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. The device was evaluated, and customer allegation of broken image guide coil was confirmed. The reportable malfunction of no image was due to damage on the charge coupled device unit. The following additional findings were noted: dent on the connecting tube, sticky scope connector, assorted sticky areas, bending angle in the up direction does not meet standard value and due to a dent on the channel tube, forceps cannot be inserted smoothly. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
A user facility reported to olympus broken image guide coil on evis lucera elite bronchovideoscope. There was no report of patient or user injury due to the event. The device was returned to olympus and upon evaluation at the repair center, no image was present. This report is being submitted for the reportable malfunction found during the device evaluation.